Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
While preparing a pod4 coil for an embolization procedure, the physician noticed that the proximal end of the pod4 coil pusher assembly was kinked upon removal from its dispenser hoop. Upon further inspection of the coil, the physician confirmed that it was kinked and decided not to use it for the procedure. Therefore, the procedure was completed using a new pod4 coil.